Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 2187 lead, implanted: (B)(6) 2005, py58bv lead, implanted: (B)(6) 1995. (B)(4).

Event description:
It was reported that two days following implant, the right atrial (ra) lead exhibited dislodgement. The ra lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.